Event description:
Pediatric oncology nurse reported the smartsite cap came apart, requiring use of a second cap. No pt incident or medical intervention reported, although product had been in use with the pt at the time of the occurrence.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). The device has been received but evaluation has not begun. A follow up report with failure investigation results will be submitted once the evaluation has been completed.